Manufacturer narrative:
(B)(4). The system will continue to be monitored. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating the device was explanted and replaced. The lead was also replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an out of range pacing impedance measurement. Review of the logbook revealed stored ventricular tachycardia (vt) episodes due to noise. In clinic the lead was programmed to bipolar which yielded impedance measurements of 360 ohms. Noise was not able to be recreated. No adverse patient effects were reported.